Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used temporary pacing electrode catheter. Visual inspection of the sample noted using (in-house) syringe inflated balloon with 1.5cc air without difficulty. Allowed to rest with no leaks evident. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temporary pacing electrode catheter was inflated prior to insertion. The balloon appeared to be leaking and was reported as defective and not used. As had happened several times before, the balloon did not inflate during the first test prior to use.

Event description:
It was reported that the temporary pacing electrode catheter was inflated prior to insertion. The balloon appeared to be leaking and was reported as defective and not used. As had happened several times before, the balloon did not inflate during the first test prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.